Event description:
It was reported to nova biomedical that a consumer was informed by her doctor that her nova meter and test strips were 34% off in comparison to the lab result. During the call to customer support, the consumer declined to troubleshoot and refused to provide any information to the customer support rep. It is unclear if the consumer does control solution test their strips for integrity. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.